Event description:
The patient reportedly developed a purulent infection at the implant site. The internal device was extruding through the skin. The patient was treated with antibiotics (type unknown) and the patient underwent debridement; however, the treatment was not successful. The patient's device was explanted. The patient was implanted on the contralateral ear. The patient continues to be monitored.